Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2016 it was reported that the patient had noticed that he was getting no relief for the opiates that he was getting. He noticed the change in therapy a few months ago. He stated it might have been late last year (2015) or early this year. When they checked out his system, they discovered that the catheter was broken. The pump and catheter were replaced. Part of the catheter was "still floating around in there" because they couldn't find it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.